Event description:
A complaint was received from a customer that reported the customer was taken to the hosp on approximately in 2002 because the glucometer elite system did not provide accurate results. Caller stated that the blood glucose reading of 160mg/dl was obtained. However, the customer had symptoms of hypoglycemia. An ambulance was called and upon arrival a blood glucose test was performed (method unk) and gave a result of 5 mg/dl. Caller stated that the customer was taken to the hosp. While on the phone it was learned that the customer was using elite reagent strips lot no. 1h035lp expiry dated 2/03. Electronic checks were stisfactory. A request is made to return the system including reagents for evaluation. In the meantime, a replacement unit was provided.